Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device was found to be leaking from the blue winged luer cap. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with 240ml of 0.9% sodium chloride. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. When the 2.5x38mm promus element stent delivery system (sds) was advanced through the y-adapter into the guide catheter, resistance was noted. The physician removed the sds and noted that the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an intermate lv 100 device which was leaking at the blue winged cap was not confirmed nor duplicated during product evaluation. A leak test was performed, finding no evidence of a leak. Therefore, no assignable cause can be given. This device is a single use device and will be discarded.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.